Event description:
The patient reportedly developed a swelling at the implant site without pain or fever four days after sustaining a head injury. On (B)(6) 2013, the implant site was aspirated and the patient was prescribed syrup rifampicin and cefpodoxime for three weeks, along with a pressure bandage.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device remains implanted. The patient's issue has resolved and the patient has resumed device use. This is the final report.